Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the side of the bed is sagging. It is the side that the patient uses to transfer in and out of the bed. No injury or property damage was reported. The dealer will review with case worker transferring in and out. The patient weighs (B)(6).